Event description:
The distributor reported that if an infusion therapy lasted 2-3 weeks, approx 2000 ml's, an over infusion would occur. Sometime after the bag volume was cleared from the first 1000 ml's, the pump would infuse nonstop for more than one dose. There were no reports of any adverse pt events associated with this malfunction.